Event description:
No blood glucose levels reported. The customer reported an unexpected restart by the insulin pump every time a new battery was installed. The customer also reported cracks on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed self test, unexpected restart error test, and displacement test. No unexpected, unexpected restart alarms noted. The device had cracked case at reservoir tube window corners and minor scratches on lcd window.